Manufacturer narrative:
A1: (B)(6). B4: 12-aug-2021. G3: 12-aug-2021. G6: follow-up #1. H2: additional information. H6: medical device problem code: 2682 - patient - device incompatibility. H10: radiographic images showed evidence of osteolysis and evidence of disc height loss. No microbiology or pathology results were provided. The device was not returned, thus device examination could not be performed. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences. Limited information was provided; notably, no pre-operative, and post-operative, interim, or flexion/extension radiographs were provided. Without such information it is not possible to assess the potential role of patient conditions, m6-c placement, and surgical technique. As such, we are reporting this incident to err on the side of caution. Spinal kinetics' post-market surveillance procedures require multiple attempts to gain as much detailed information as possible regarding the reported event.

Manufacturer narrative:
This complaint is only one of the bolus of complaints we received from this surgeon recently. Additional information has been requested but not provided. This was explanted in (B)(6) of 2020, the device will not be returned. No serial or lot number has been provided, therefore, a review of the lot history records for this device could not be performed. Without the return of the device or serial number, no further investigation can be performed.

Event description:
It was reported that an m6-c was explanted. It is unknown if the device malfunctioned.